Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient had surgical intervention where the left lead extension was repositioned on (B)(6) 2021. The patients skin on the scalp was thin where the extension connector was, so they had to reposition to address the issue.